Manufacturer narrative:
The field service engineer (fse) was at the customer site on 01/13/2016. The fse observed that the syringe was leaking iwash from the fitting below the syringe block. The fse tightened the syringe assembly to resolve the reported problem. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported a contained leak in the syringe on their iichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing ppe when leak was discovered. There was no exposure to open wounds or mucuous membranes at the time of the event.